Event description:
Note: this report pertains to one of two events that occurred during the same procedure, refer to associated manufacturer report # 3005099803-2008-07319 for a description of the other event. It was reported to boston science corporation in 2008, that an rx dilatation balloon device was used during a dilatation procedure performed the same day. According to the complainant, they were unable to "get the pressure for dilatation of 8 atm...and the balloon was removed out of the patient. A second balloon was also not tight". The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device revealed that the balloon was burst/ruptured. The catheter shaft was inspected for cosmetic issues, kinks/dents, and no defects were noted. The cause of the reported malfunction is likely attributable to operational context since balloon leaks and bursts can occur due to contact between the balloon membrane and a sharp exterior source such as calcified lesions or contact with the scope. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.